Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation/ migration'), device expulsion ('essure expulsion'), device breakage ('device breakage') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. A45110) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain female"), abdominal pain ("chronic abdominal pain"), dysmenorrhoea ("dysmenorrhea"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), gastrointestinal disorder ("gastro-intestinal conditions"), alopecia ("hair loss"), tooth disorder ("dental problem") and back pain ("chronic back pain") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salping. (Unilateral) and salpingectomy (unilateral)). At the time of the report, the fallopian tube perforation, device expulsion, device breakage, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, vaginal infection, fatigue, gastrointestinal disorder, alopecia, tooth disorder, weight increased, hormone level abnormal and back pain had not resolved. The reporter considered abdominal pain, alopecia, back pain, device breakage, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, pelvic pain, tooth disorder, vaginal infection and weight increased to be related to essure. The reporter commented: treatment received for dysmennorhea (as written), chronic pelvic/abdominal, back pain, device expulsion, breakage, migration, fallopian tube perforation, vaginal infection, fatigue, gi conditions, hair loss, dental probs., hormonal changes, weight gain discrepancy noted: date of removal ((B)(6) 2014) salpingectomy unilateral- but patient stated that is unable to afford surgery and removal is not planned.( as written per ppf). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test unspecified. Result unknown. Lot number: a45110 manufacture date: 2012-08 expiration date: 2015-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation/ migration'), device expulsion ('essure expulsion'), device breakage ('device breakage') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. A45110) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain female"), abdominal pain ("chronic abdominal pain"), dysmenorrhoea ("dysmenorrhea"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), gastrointestinal disorder ("gastro-intestinal conditions"), alopecia ("hair loss"), tooth disorder ("dental problem") and back pain ("chronic back pain") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salping. (Unilateral) and salpingectomy (unilateral)). At the time of the report, the fallopian tube perforation, device expulsion, device breakage, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, vaginal infection, fatigue, gastrointestinal disorder, alopecia, tooth disorder, weight increased, hormone level abnormal and back pain had not resolved. The reporter considered abdominal pain, alopecia, back pain, device breakage, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, pelvic pain, tooth disorder, vaginal infection and weight increased to be related to essure. The reporter commented: treatment received for dysmennorhea (as written), chronic pelvic/abdominal, back pain, device expulsion, breakage, migration, fallopian tube perforation, vaginal infection, fatigue, gi conditions, hair loss, dental probs., hormonal changes, weight gain discrepancy noted: date of removal (08aug2014) salpingectomy unilateral- but patient stated that is unable to afford surgery and removal is not planned.( as written per ppf). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test unspecified. Result unknown. Most recent follow-up information incorporated above includes: on 13-aug-2020: mr received. Reporter's information added.lot no. Were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation/ migration'), device expulsion ('essure expulsion'), device breakage ('device breakage') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain female"), abdominal pain ("chronic abdominal pain"), dysmenorrhoea ("dysmenorrhea"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), gastrointestinal disorder ("gastro-intestinal conditions"), alopecia ("hair loss"), tooth disorder ("dental problem") and back pain ("chronic back pain") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salping. (Unilateral) and salpingectomy (unilateral)). At the time of the report, the fallopian tube perforation, device expulsion, device breakage, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, vaginal infection, fatigue, gastrointestinal disorder, alopecia, tooth disorder, weight increased, hormone level abnormal and back pain had not resolved. The reporter considered abdominal pain, alopecia, back pain, device breakage, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, pelvic pain, tooth disorder, vaginal infection and weight increased to be related to essure. The reporter commented: treatment received for dysmenorrhea (as written), chronic pelvic/abdominal, back pain, device expulsion, breakage, migration, fallopian tube perforation, vaginal infection, fatigue, gi conditions, hair loss, dental probs., hormonal changes, weight gain discrepancy noted: date of removal on ((B)(6) 2014) salpingectomy unilateral- but patient stated that is unable to afford surgery and removal is not planned.( as written per ppf). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test unspecified. Result unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-sep-2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation/ migration'), device expulsion ('essure expulsion'), device breakage ('device breakage') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain female"), abdominal pain ("chronic abdominal pain"), dysmenorrhoea ("dysmenorrhea"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), gastrointestinal disorder ("gastro-intestinal conditions"), alopecia ("hair loss"), tooth disorder ("dental problem") and back pain ("chronic back pain") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salping. (Unilateral)). At the time of the report, the fallopian tube perforation, device expulsion, device breakage, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, vaginal infection, fatigue, gastrointestinal disorder, alopecia, tooth disorder, weight increased, hormone level abnormal and back pain had not resolved. The reporter considered abdominal pain, alopecia, back pain, device breakage, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, pelvic pain, tooth disorder, vaginal infection and weight increased to be related to essure. The reporter commented: treatment received for dysmenorrhea (as written), chronic pelvic / abdominal, back pain, device expulsion, breakage, migration, fallopian tube perforation, vaginal infection, fatigue, gi conditions, hair loss, dental probs., hormonal changes, weight gain. Discrepancy noted: date of removal ((B)(6) 2014) salpingectomy unilateral- but patient stated that is unable to afford surgery and removal is not planned. (As written per ppf). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test unspecified. Result unknown. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Case became incident. New events added dysmenorrhea (as written), chronic pelvic / abdominal, back pain, device expulsion, breakage, migration, fallopian tube perforation, vaginal infection, fatigue, gi conditions, hair loss, dental probs., hormonal changes, weight gain and abnormal genital bleeding. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.